Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip procedures and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2004 and the right hip arthroplasty occurred on (B)(6) 2004. There has been no reported revision procedure(s). No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-01825 / 01826).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2013-01825 / 01826 & 1825034-2016-00467 / 00468). Remains implanted.

Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip procedures and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2004 and the right hip arthroplasty occurred on (B)(6) 2004. There has been no reported revision procedure(s). No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel noted patient underwent a left hip revision on (B)(6) 2014 due to patient allegations of pain, elevated metal ion serum levels, loss of mobility, metal poisioning and metallosis. The femoral head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.